Event description:
In early 2009, customer alleges serious issues with inratio 2 meter; they have had 3 patients go to the ER to be hospitalized due to high levels in which their meter, the week prior reported on all three formal ranges.

Manufacturer narrative:
In 2009 per technical service representative, customer had three patients that had to undergo hospitalization (ER) due to inaccurate readings from the meter. However, the customer wasn't able to provide any inratio and lab results when reported to tech service. Hence, it is not possible to determine the root cause nor to confirm any inaccurate readings from the meter as indicated by the customer. As of the same day, the meter is not expected to return. Hence, no further investigation is possible.